Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. It was noted that the lead was returned in 2 segments, severed ~ 120mm from the terminal end, total length ~ 596mm. A portion of the lead appears to be missing. Analysis of the returned portion of the lead was unable to confirm the observed clinic allegation of low pacing impedance. During analysis a discontinuity was found on the hv leg of the returned terminal segment , it was noted that the distal hv cable had been pulled out of the terminal connector crimp , which likely occurred during the explant procedure.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to high, out of range pacing impedance and failure to capture. During the extraction procedure the physician reported that the tip of the rv lead snapped off, near the anode. Attempts to retrieve the lead tip, using a snare, where unsuccessful. A new lead was implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the tip of the lead was completely severed. Or confirmed a fracture of the lead tip approximately 40 centimeters (cm) from the terminal pin. The tip of the lead was not returned, as was reported from the field. Based upon the clinical observations and the laboratory findings, investigation determined the tip of the lead became detached/fractured due to a combination of factors including manipulation during removal/repositioning, lead design, and patient anatomy.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to high, out of range pacing impedance and failure to capture. During the extraction procedure the physician reported that the tip of the rv lead snapped off, near the anode. Attempts to retrieve the lead tip, using a snare, where unsuccessful. The rv lead is expected to be returned for analysis. A new lead was implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to high, out of range pacing impedance and failure to capture. During the extraction procedure the physician reported that the tip of the rv lead snapped off, near the anode. Attempts to retrieve the lead tip, using a snare, where unsuccessful. The rv lead is expected to be returned for analysis. A new lead was implanted. Besides surgical intervention, no adverse patient effects were reported.